Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that a pump needs to be evaluated. A patient arrived to get the pump unhooked from the port. The patient stated it was beeping empty. There was no patient injury reported.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seals and physical condition were all intact upon receipt. Error codes were found in the ehl (event history log). The customer reported issue was duplicated during the investigation as multiple alarm messages were found in the pump event history log upon starting the pump. Root cause of the reported event is unknown however, a defective downstream sensor is possible. Recommended to replace the downstream sensor. A review of the manufacturing device history record (DHR) for this device found no causes or potential causes of the customer reported failure. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: d4: correction: model number: 6500.